Manufacturer narrative:
Additional narrative: the patient was revised to address pain. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 13, 2017: litigation and medical records received. Litigation alleges severe pain, limited mobility and dangerous levels of chromium and cobalt in blood detected in sep 27, 2016. After review of medical records for MDR reportability it was reported that the patient was revised to address pain, elevated metal level as well as fluid within the hip capsule. Revision notes reported to have 15 ml of brown turbid fluid aspirated. The trunnion had minimal corrosion. There are no laboratory values provided. Added the complainant information and the stem. Product information updated. This complaint was updated on: jun 29, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. In addition to what was previously alleged. Litigation alleges soreness, difficulty walking and injury. Doi: (B)(6), 2011; (B)(6), 2017 left hip

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs, authorization to disclose forms, ppf and medical records received. In addition to what was previously alleged, pfs and ppf allege pseudotumor and metallosis. After review of medical records for MDR reportability, it was reported that the patient was revised due to metallosis, elevated metal ions, fluid and pain. Revision notes state that patient had elevated metal ions and brown turbid fluid within the hip capsule. It was also indicated that the trunnion had minimal corrosion and there was some mild bone loss above the level of the carcar. There was a catch to the bearing surface upon examination of the head within the liner post-op. There were no laboratory values for metal ion levels in the attached records.